Event description:
A trilogy evo ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's muffler failed testing. The muffler was replaced to address the issue. Additional findings not related to the malfunction/issue was contamination of the flow sensor and particulate filter, both of which were replaced.